Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: having a loose connection between the wand and controller; having the ablation setting lower than recommended, which would ablate less than the default (or higher) setting and therefore produce less plasma. A review of manufacturing records for the device found no deviations or non-conformances during the manufacturing process.

Event description:
It was reported that during a shoulder procedure using a quantum 2 controller, the controller was not providing power to the wands. Several wands were tested, however, the problem persisted. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.